Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate tachy shocks due to 2 episodes of atrial fibrillation with rapid ventricular response. There is no evidence suggesting therapy exhaustion. This patient started on medical intervention as corrective action and a af ablation was performed. Further information was received indicating this patient has suffered 2 more inappropriate tachy shocks once again due to atrial driven arrhythmias. No new corrective actions were mentioned. This ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate tachy shocks due to 2 episodes of atrial fibrillation (af) with rapid ventricular response (rvr). There is no evidence suggesting therapy exhaustion. This patient started on medical intervention as corrective action and a af ablation was performed. This device remains in service and no additional adverse patient effects were reported.